Event description:
The user facility reported to terumo cardiovascular systems, that after endoscopic vein harvesting procedure, while cleaning the device, the endoscope displayed a blurry image. There was no pt involvement. There was no delay to the procedure.

Manufacturer narrative:
Terumo received the actual device, and upon investigation the complaint was confirmed. Inspection of the endoscope found that the event was caused by internal lens breakage, which resulted in a blurry visual field. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). Method: photographic images. All info has been placed on file with quality management for tracking, trending, and f/u.